Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the catheter was occluded. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An opticross imaging catheter was used to visualize the lesion. During preparation, flushing of the device was attempted. However, it was noticed that the distal tip of the device was closed. Subsequently, the device could not be flushed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed no damage on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the tip of the catheter was occluded. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An opticross imaging catheter was used to visualize the lesion. During preparation, flushing of the device was attempted. However, it was noticed that the distal tip of the device was closed. Subsequently, the device could not be flushed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.